Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation as it remains implanted. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(6) study, the patient had 90% restenosis of the right superficial femoral artery (sfa) approximately 19 months post index procedure. On the following day, 90% restenosis of the right common femoral artery (cfa) was found. It is unknown where specifically the restenosis was located. Plain old balloon angioplasty (poba) was performed on both lesions. The patient was hospitalized/prolongation of existing hospitalization. The patient recovered without sequelae. The patient had a 6mmx150mm flexstent femoropopliteal self expanding stent implanted in the right sfa at the time of the index procedure. It is unknown what brand/manufacturer of stent was implanted in the right cfa. It is unknown if more than one stent was placed at the time of the index procedure. It is unknown if there was any possibility of dissection. It is unknown if any distal disease was left untreated and it if the stent was post-dilated. The residual % of restenosis after stent implantation was 25%. The restenosis of the sfa was deemed unrelated to the index procedure and related to the study device. The restenosis of the cfa was deemed not related to the study device. Doctor¿s comment: it was judged to be impossible to rule out a causal relation to the target lesion and the study device because the restenosis site was the same as where the study stent was deployed. It is unknown what medications the patient was discharged on and if the patient was compliant with the antiplatelet therapy. The complaint product was not returned for analysis as the device remains implanted. Bmt did not identify any non-conformances in review of the device history records. The stent and delivery system lots were manufactured in accordance with the traveler guidelines. All the required inspections and tests were performed. The testing results complied with the specifications provided by the customer and bmt quality system. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
As reported by the (B)(6) study, the patient had 90% restenosis of the right superficial femoral artery (sfa) approximately 19 months post index procedure. On the following day, 90% restenosis of the right common femoral artery (cfa) was found. It is unknown where specifically the restenosis was located. Plain old balloon angioplasty (poba) was performed on both lesions. The patient was hospitalized/prolongation of existing hospitalization. The patient recovered without sequelae. The patient had a 6mmx150mm flexstent femoropopliteal self expanding stent implanted in the right sfa at the time of the index procedure. It is unknown what brand/manufacturer of stent was implanted in the right cfa. It is unknown if more than one stent was placed at the time of the index procedure. It is unknown if there was any possibility of dissection. It is unknown if any distal disease was left untreated and it if the stent was post-dilated. The residual % of restenosis after stent implantation was 25%. The restenosis of the sfa was deemed unrelated to the index procedure and related to the study device. The restenosis of the cfa was deemed not related to the study device. Doctor¿s comment: it was judged to be impossible to rule out a causal relation to the target lesion and the study device because the restenosis site was the same as where the study stent was deployed. It is unknown what medications the patient was discharged on and if the patient was compliant with the antiplatelet therapy.